Event description:
The facility reported via user facility report, a pump that shut down during a patient infusion. The patient was being transported between facilities at the time that the pump shut down and stopped infusing. The patient was being infused magnesium sulfate at a rate of 3 grams/hour and a one time dose of 12mg of beta-methasone. The hospital representative stated that the pump was switched out to a new pump and the remainder of the transport was "uneventful". There was no patient injury according to the hospital representative.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on feb 27 2007. Evaluation summary: the facility's bio-med department reviewed the pump's event history and found failure codes 313:425:250:0021 and 313:425:250:0022. The risk manager stated that technical support was called regarding the meaning of these failure codes, who stated that this was related to batteries. The bio-medical department fully charged the batteries and ran the pump all the way down without incident, so the facility returned the device to the floor. The facility stated that the device could not be located and would not be returned to baxter for repair. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA.